Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the bipolar configuration, low impedance and low p waves were observed on the atrial lead. Lead degradation was suspected. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.